Event description:
Philips received a complaint on the 861290 (heartstart xl+ defibrillator/monitor) indicating that the device is unable to complete the self-test. There was no reported patient nor user harm. Remote support was provided, the device is unable to complete the self-test. The device is confirmed to have reach it's end-of-life (eol). Service could no longer be completed on the unit as the device had reached end of life (eol) and end of service (eos). No repairs were performed by philips. The remains at the customer site. Because the device reached the end of life (eol) and end of service (eos), it cannot be repaired. The cause of the reported problem is unknown and cannot be confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device reached the end-of-life (eol) and end-of-support (eos) statuses, it cannot be repaired. It has been concluded that no further action is required at this time.